Event description:
It was reported that the external pulse generator "was not working." Attempted follow-up failed to produce any further details. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator "was not working." Attempted follow-up failed to produce any further details. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): analysis confirmed the customer comment that the generator "was not working" and the main printed circuit board (pcb) was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).